Manufacturer narrative:
(B)(4). An investigation is underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that a leak was noticed right below the hub immediately after insertion. The uvc was removed and replaced with another.